Manufacturer narrative:
The pump was received with unresponsive up and down arrow buttons due to the corroded keypad traces. They were unable to verify the battery out limit alarms due to the unresponsive buttons. There were traces of moisture found at the lcd board. The pump was received with a cracked case at the display window corners, display window, reservoir tube, and battery tube threads. The pump was received with a minor scratched lcd window, a partially broken reservoir tube lip, and a belt clip slot. (B)(4).

Event description:
The customer reported via phone call that she had moisture in the insulin pump. Customer stated that she jumped in the ocean for about 30 seconds and realized that she had the pump on. Customer had the battery out for a week and she just put the battery back in and received a battery out limit alarm. Button error alarm was not present in the alarm history at or around the time that the pump was exposed to moisture. Customer stated that the up and down keys do not work. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.